Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that an expired product was used.

Event description:
It was reported that an expired product was used.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: expired product used. Probable root cause: design. Insufficient labeling design. Insufficient shelf life validated. Application: failure to verify expiration status of product prior to surgery. The failure mode will be monitored for future reoccurrence h3 other text : 81.